Manufacturer narrative:
Patient gender not available. Device manufacture date not available at time of this report. Further investigation shows the percutaneous pin spin was inaccurate because the pin was not seated all of the way. The "teeth" of the frame were not seated properly, the apexs were not touching. The site seated the frame properly and they were accurate. Also sited that the thoracic frame was moved superior. The frame was moved thus creating inaccuracy.

Event description:
A site representative reported an inaccuracy when using o-arm and stealthstation navigation. The site rep stated that they are taking two consecutive spins using two different frames to image two separate regions of interest (roi). The site is stating that the second spin (thoracic roi) is 2-3mm inaccurate. They stated that they were verifying accuracy immediately after the spins are complete. The second spin of the thoracic roi produced an accurate spin. In total, there is 1 unused spin. There was no negative outcome for the patient.